Manufacturer narrative:
The failure investigation has been completed, and the alleged issue was verified. Additionally, a different issue was identified(malfunction alarm).

Event description:
It was reported that the pump touchscreen became detached from the pump housing, affecting the customer's ability to interact and read the screen. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.